Event description:
It was reported that during setup for an unk procedure, the foot pedal was non-responsive. The controller unit was then switched out for a competitive device and the procedure was completed w/o delay or pt complications.